Event description:
It was reported that the customer's device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a bad connection between the therapy pcb mounted jack connector, designator j17 and the cable mounted plug connector p17, which connects the power module to the therapy pcb assembly. Once this connection was reconnected, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.